Event description:
It was reported that a shaft break occurred. During the procedure a synergy megatron mr ous 5.00 x 16mm was selected for treatment of the 70-80% stenosed target lesion which was located in the moderately tortuous and moderately calcified, in the third portion of the proximal segment of the right coronary artery (rca). After the deployment of three stents, the synergy megatron was advanced, positioned, and successfully expanded. Upon attempted withdrawal of the stent delivery balloon, the catheter had fractured, and a distal fragment was retained within the patient coronary vessel. The detached piece was manipulated and intertwined with guidewires and a guiding catheter in order to entangle the retained fragment. The entire system was withdrawn through the guiding catheter, and the patient was in good condition after the procedure.

Event description:
It was reported that a shaft break occurred. During the procedure a synergy megatron mr ous 5.00 x 16mm was selected for treatment of the 70-80% stenosed target lesion which was located in in the moderately tortuous and moderately calcified, in the third portion of the proximal segment of the right coronary artery (rca). After the deployment of three stents, the synergy megatron was advanced, positioned, and successfully expanded. After 10 seconds waiting for the balloon to fully deflate, upon attempted withdrawal of the stent delivery balloon, the catheter had fractured, and a distal fragment was retained within the patient coronary vessel. The detached piece was manipulated and intertwined with guidewires and a guiding catheter in order to entangle the retained fragment. The entire system was withdrawn through the guiding catheter, and the patient was in good condition after the procedure.